Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 125 mg/dl. During troubleshooting with tandem technical support, it was determined that there were air bubbles in the patient line. Customer changed the infusion set to address the issue.